Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had priming anomaly and alarmed compromised force sensor system. The customer's blood glucose level was 108mg/dl at the time of the incident. Customer stated that the insulin pump kept squirting while filling and compromised force sensor system alarm went off. Troubleshooting for prime rewind was performed. The customer stated that the drive support cap was normal. Troubleshooting could not be completed during to alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked/broken off end cap. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime alarm due to cracked/broken offend cap. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.